Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report that the patient¿s treatment data indicated negative ultrafiltration (uf) amounts that seemed incorrect. The patient also reported receiving multiple draining slowly messages. The patient confirmed during followup that treatment was completed on the cycler on the day of the event. A review of the patient¿s treatment records identified that the patient overfilled during drain 2 of 5. The patient¿s drain volume (dv) during cycle 4 was 5697 ml which is 190% of the patient's prescribed fill volume (fv) of 2996 ml. As a result of the iipv event, the technical support representative issued a replacement cycler. The patient confirmed during followup that they did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they have received a new cycler which is working well and continuing with pd therapy without issue. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak, teach pump, and valve actuation testing and was found to meet product specifications. An internal inspection was performed where no visual discrepancies were found. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report that the patient¿s treatment data indicated negative ultrafiltration (uf) amounts that seemed incorrect. The patient also reported receiving multiple draining slowly messages. The patient confirmed during followup that treatment was completed on the cycler on the day of the event. A review of the patient¿s treatment records identified that the patient overfilled during drain 2 of 5. The patient¿s drain volume (dv) during cycle 4 was 5697 ml which is 190% of the patient's prescribed fill volume (fv) of 2996 ml. As a result of the iipv event, the technical support representative issued a replacement cycler. The patient confirmed during followup that they did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they have received a new cycler which is working well and continuing with pd therapy without issue. The cycler was scheduled to be returned to the manufacturer for physical evaluation.